Manufacturer narrative:
The company representative observed that the autofill luer fitting hose broken off. Autofill hose and drain hose were kinked and very discolored. The company representative replaced the autofill luer fitting and tubing and drain tubing assembly. The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that during a routine check of the unit, the unit generated an autofill failure alarm. No patient was involved.